Event description:
It was reported that the 9900 system displayed a live image that was cut in half and had a vertical line in the middle of it. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep placed the interconnect cable. The system operates as intended.